Manufacturer narrative:
The referenced report of patient's hospital admission due to driveline issues is covered under medwatch MFR# 2916596-2017-01446. Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted to the hospital for driveline issues. On admission, the patient's hemoglobin was 4 g/dl and the patient reported having dark stools. The patient was currently on coumadin and octreotide therapy. The patient was transfused with 3 units of packed red blood cells. No additional intervention were reported. Additional information has been requested but not yet provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6)2017, it was reported that an esophagogastroduodenoscopy and colonoscopy were performed during the patient's admission, but source of bleeding was not identified and no intervention was performed. The patient was discharged home on an unspecified date in (B)(6)2017. All anticoagulation was stopped prior to discharge. The patient has been treated outpatient with transfusions and begun monthly injections for octreotide. The patient's bleeding remains ongoing as of (B)(6)2017.